Event description:
It is reported that the x-rays show that the plate is deformed. The patient has not been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.